Event description:
A report was received on 08 dec 2022 from the caregiver (cg) of a 77-year-old male patient with comorbidities including active gastrointestinal bleeding and end stage renal disease, who stated the patient¿s venous needle dislodged during a hemodialysis treatment on (B)(6) 2022 and he received a blood transfusion. Additional information was received on 08 dec 2022 from the home therapy nurse (htn) confirming the patient experienced an unspecified amount of blood loss in addition to gastrointestinal bleeding and received a blood transfusion, amount and date not provided. Per the htn the patient continues to treat with the nxstage system.

Manufacturer narrative:
The involved device was not received for evaluation. All product must meet all quality criteria and manufacturing specifications prior to release. Based on the available information, there is no indication that a malfunction occurred. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).